Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that after cataract surgery with intraocular lens implantation, the patient experienced toxic anterior segment syndrome following the use of an ophthalmic viscoelastic. The patient¿s current condition is unknown.

Manufacturer narrative:
Additional information was provided in section e.1, h.6 and h.11. All batches are released according to the required specifications. Chemistry and micro data must meet regulatory requirements prior to each batch. The components issued to each lot must meet incoming inspection criteria prior to use in manufacturing. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.